Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.25 x 16mm synergy ii drug-eluting stent was advanced for treatment; however, it was noted that the shaft was broken proximally. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.25 x 16mm synergy ii drug-eluting stent was advanced for treatment; however, it was noted that the shaft was broken proximally. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Synergy ous mr 2.25 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The most proximal stent strut row was damaged. The undamaged distal crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 401mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip showed no damage. No other issues were identified during the product analysis.